Manufacturer narrative:
Approximate age of device: 1 year, 7 months. The patient remains on lvad support with no issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient was hospitalized on (B)(6) 2018 due to dizziness and weakness, low hemoglobin level of 4.9 gm/dl, hematocrit of 15.1, and laboratory results for fecal occult blood test negative. Patient was transfused with 2 units of prbcs and treated with IV protonix at this time, and received another 1 unit of prbcs on (B)(6) 2018, 1 unit on (B)(6) 2018, and two units on (B)(6) 2018. On (B)(6) 2018 patient reported to have dark stools, with low hemoglobin level of 6.3 gm/dl and hematocrit of 18.9%. Enteroscopy was performed on and results were stated as no clear source of bleeding. Patient received another transfusion of prbcs, 1 unit on (B)(6) 2018 and on (B)(6) 2018, and 2 units on (B)(6) 2018. Esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 revealed a localized nodular mucosa on the gastric antrum with oozing, which was clipped and patient was transfused with prbcs. On (B)(6) 2018 patient reported to have black stools, and was transfused again with prbcs: 1 unit on (B)(6), 3 units on (B)(6) 2018 after low hemoglobin and hematocrit, 1 unit on (B)(6) 2018. On (B)(6) 2018 another egd was performed and revealed an actively bleeding dieulafoy lesion, which was clipped and hemostasis achieved. Patient was transfused with 3 units of prbcs on (B)(6) 2018, and results from hemoglobin and hematocrit were 9.5gm/dl and 29.2. Patient was discharged to home on (B)(6) 2018 in stable condition and aspirin was discontinued. The patient remains on lvad support with no issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.